Event description:
Reporter alleged obtaining a discrepant blood glucose value of 333mg/dl on his advantage system compared to the hospital result of 138mg/dl when testing was performed 1 minute apart. Reporter stated the system had been generating higher results for a week however he was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.